Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead both dislodged and pulled back into the superior vena cava (svc). Both leads were revised and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.